Event description:
On (B) (6) 2010, pt reported having higher than normal readings. Pt stated she has not had issues with the infusion device and no alerts. Pt reported her a1c has been higher, and her readings have been as high as 400 mg/dl in the past 2 months. Pt's normal blood glucose range is 150-175 mg/dl. Pt reported she has used 234 units of insulin since (b) (6 2010, and has been giving herself injections as well. Pt reported she has been having issues with the infusion headsets not sticking. Pt stated she puts the infusion set on right after a shower. Advised on using adhesive dressing. Advised to switch to backup infusion device for a couple of days. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.